Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirmed the reported slow performance and white screen. The programmer error logs were checked and found no evidence of white screen or slow performance. Analysis found the keyboard latch was broken. (B)(4).

Event description:
It was reported that since the software update, the programmer was running slow and stuck on a white screen. Further follow-up with the company representative indicated that another programmer was required for use. The programmer has been returned for repair. There was no patient involvement.